Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that a patient underwent a prk (photorefractive keratectomy) enhancement for previous lasik (laser insitu keratectomy). On the first day after the prk enhancement, the patient was diagnosed with stage 1 dlk (diffuse lamellar keratitis) and the uncorrected va was not as hoped. The patient was already taking steroid eye drops, so an oral steroid was prescribed. Upon follow up six days later, the dlk had cleared and the uncorrected va was 20/20.